Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the handpiece housing broken and visibly open; what part of the handpiece was ¿cracked.¿ sorry but there is no further information available.

Event description:
It was reported that during an unknown procedure, cracked handpiece, -handpiece is three years old but customer means it should be a fault in material and customer. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.